Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via telephone call that the blood glucose had been running as high as 600 mg/dl. The drive support cap was normal and recessed. The insulin did exit with a manual prime and no leaks or air bubbles were observed. The insulin was clear. The family member reported that there was sometimes blood at the insertion site upon removing the infusion set. The infusion set was removed and the cannula was straight. The customer was advised to call back with a tubing clamp available to perform a high pressure test.